Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, a supply change was performed to address the occlusion. Customer's blood glucose (bg) level was "high"; although specific value was not provided. A manual injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.